Manufacturer narrative:
Correction: this complaint is being cancelled as a duplicate of MFR report # 9616066-2020-20113, which has already been reported for malfunction.

Event description:
It was reported that ext set .2 mf low sorb leaked chemo. The following information was provided by the initial reporter: material no: 10013902; batch no: 20055524. It was reported that there were chemo leaks. Per customer emails: "the mhc op oncology clinic has had 2 leaking devices in 2 days. Could we pull these lot numbers for now?" "Our site is reporting chemo leaks on the product". Per customer follow up on (B)(6) 2020: event #1- on (B)(6) 2020: filter noted to have pin size leak on filter tubing. Patient's clothing wet. Unclear how much of keytruda was infused into patient.

Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ext set .2 mf low sorb leaked chemo. The following information was provided by the initial reporter: material no: 10013902, batch no: 20055524. It was reported that there were chemo leaks. Per customer emails: "the mhc op oncology clinic has had 2 leaking devices in 2 days. Could we pull these lot numbers for now?" "Our site is reporting chemo leaks on the product." Per customer follow up on 09/29/20: event #1- on (B)(6) 2020. Filter noted to have pin size leak on filter tubing. Patient's clothing wet. Unclear how much of keytruda was infused into patient.